Event description:
The types of serious injuries reported were major bleeding events, life threatening bleeds, and bleeding at the access site. The average time to event was one hundred six days following the implant procedure. The patient ages in this report range from 50 to 80. There was 1 male and 6 females. The type of serious injury information provided is limited in nature as it is provided via a third-party database. Medtronic received information regarding patient/device events via a third-party post-implant device registry (the (B)(6) registry). The information in this report was provided to medtronic in a de-identified format and has been organized into summaries of observations related to patient serious injuries.

Manufacturer narrative:
(B)(6) registry exemption number: e2014038. Quarterly reporting period: q4 2021. Total number of events being summarized: 7. Under the terms and conditions of the registry, anonymized patient demographics details and limited details were provided regarding the adverse events and outcomes. The listed event date is the date the information was received by medtronic. The patient information included is an average of the data provided for the events. A product analysis was not able to be performed as no product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.